Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure in 2009. Prior to the procedure, a 2-3 cm endometrial polyp had been removed from the pt. In addition, 3 fluid loss alarms (rate of loss 10 cc's per minute for one and although it is presumed the rate of loss is over 25 cc's per minute for another, this info cannot be confirmed) had been "bypassed" by the physician. According to the complainant, two or three days after the procedure, the pt was admitted to the hospital with fever and stomach pain. Upon examination, a perforation and a thermal burn in the bowel was observed and part of the bowel was removed. Although it is presumed that the perforation occurred during removal of the polyp, this info cannot be confirmed. Followup info received on june 10, 2009 revealed that there was no leaking at the cervix. There were no further patient complications reported with this event. Although an attempt was made to obtain further follow up regarding the burn, there is no add'l info forthcoming.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed.